Event description:
It was reported that the device was implanted and explanted in 2007 due to unknown reasons. No further details were provided. Information learned through implant pt registry.

Manufacturer narrative:
Device not returned.